Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported to baxter that there was double tubing in the roller clamp in a flo-gard IV solution admin set. This was noticed before use. There was no patient involvement, injury and no medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed that the sample had a double loop of tubing in the roller clamp. The reported condition was confirmed. The root cause was determined to be incorrect assembly of the set by the automatic machine. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review cannot be performed since there was no lot number provided.